Event description:
A review of the events indicated that ten (10) patient samples tested on the echo lumena automated blood bank system produced inaccurate results. A review indicated that eight (8) patient sample tests produced two (2) unexpected false negative results for the anti-e antibody; one (1) for the anti-k antibody; two (2) for the anti-fya antibody; one (1) for the anti-k antibody and two (2) for the anti-cw antibody. Two (2) instrument malfunctions produced inaccurate aborh results based on historical results for the patients using the abo forward typing assay; producing one (1) inaccurate result for anti-b and one inaccurate result for (1) for anti-d. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.

Manufacturer narrative:
(B)(4). Additional lot numbers continued:r252;r260;203875;e442;r281.